Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during an acl (anterior cruciate ligament) reconstruction procedure that two of the hamstring graft limbs were amputated upon insertion. The tibial tunnel was drilled to 8mm with a 8mm hamstring graft. A screw was inserted. The operation was completed by leaving the screw inserted, so as to not compromise fixation. The other two limbs were secured with a staple.

Manufacturer narrative:
Examination was not possible, as the device was not returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event with the clinical details provided. A review of the device history record was performed which confirmed no inconsistencies. No further investigation is warranted at this time.